Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the pump was alarming when trying to connect but there were no kinks in tubing. No patient injury was reported.